Manufacturer narrative:
H4: the lot was manufactured in march 2024. H11: the actual devices were not available; however, three (3) photographs of samples were provided for evaluation. The sample photos underwent visual inspection and particles of foreign matter inside the packaging, on the tubing and spike, were observed. The reported condition was verified on the photo samples. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fifteen (15) exactamix non-vented high-volume inlets had foreign particles on the product. The foreign particulates were discovered during reception of the product. There was no patient involvement. No additional information is available.